Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has pump error 3 alarms. Device p-cap / reservoir locked properly in place and passed displacement test and self test. No unexpected pump error alarms noted during testing. Pump successfully downloaded to thus. Confirmed no pump error 3 alarm on (B)(6) 2021 at 11:56 in the pump downloaded history. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. In summary, customer allegation for pump error 3 alarms was confirmed on (B)(6) 2021 at 11:56. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The self test was passed. Customer's mother stated that the insulin pump buttons responded slow. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. On 09/28/2021 customer alleged pump has pump error 3 and stuck button alarms. Device p-cap / reservoir locked properly in place and passed displacement test and self test. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. Device passed the keypad voltage test. No unexpected pump error 3 nor stuck key alarms noted during testing. Device successfully downloaded to thus. Confirmed no pump error 3 alarm on sep 28, 2021 at 11:56 in the pump downloaded history. No found stuck key alarm in the history files or traces. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. In summary, customer allegation for pump error 3 alarms was found in the pump history, however was not confirmed during testing. Keypad unresponsive / button error alarm not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.